Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 82 events were reported for this quarter. Product return status: 14 devices were received. 65 devices were evaluated based on historical data analysis. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 8 devices: no device problem found / part/component/sub-assembly term not applicable. 65 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 2 devices: lubrication problem identified, overheating problem identified / bearings. 1 device: wear problem, no device problem found / bearings. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 56 devices: scrapped by stryker. 25 devices: product not received. 1 device: product disposition is not yet determined. Additional information: 82 devices were not labeled for single-use. 82 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 82 events for the failure: overheating of device. 12 events had no health consequences or impact. 70 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 83 events for the failure: overheating of device. 12 events had no health consequences or impact. 71 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99257. Supplemental rationale corrected data: b5, h1, h6, h11 82 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 83 reported events are included in this follow-up record. Product return status 14 devices were received. 66 devices were evaluated based on historical data analysis. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 8 devices: no device problem found / part/component/sub-assembly term not applicable 66 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 2 devices: lubrication problem identified, overheating problem identified / bearings 1 device: wear problem, no device problem found / bearings 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, overheating problem identified / bearings. Product disposition 57 devices: scrapped by stryker. 25 devices: product not received. 1 device: product disposition is not yet determined.